Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump turned off. The pump was restarted and the pump turned off. The team manipulated the cable to restart the pump but again the pump turned off. The manual hand crank was used. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was approximately a three minute delay. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received that the issue occurred during cardiopulmonary bypass (cpb). There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via the data log review. Multiple diligence attempts for part return were unsuccessful and no product was returned for evaluation or testing. Per the manufacturer's subsidiary, no repairs were made to the device as the reported issue had not reoccurred. Another unit is being used for cases. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b1, b2 and b5. Per data log analysis. The centrifugal pump log did not cover the date, the issue was reported to have occurred, (B)(6) 2021. The log only covers (B)(6) 2021. And had many 'vmot voltage range errors', and 'display supply error' events. This would cause the pump to turn off as reported.

Event description:
Per clinical review: the manufacturer's clinical specialist, attempted to gather additional information regarding the incident the team had with the centrifugal unit on the heart lung machine (hlm), during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. No additional information was available from the manufacturer's subsidiary to date. Per the manufacturer's subsidiary. During the priming, the centrifugal pump completely turned off. It was stated, that it was possible to re-establish the connection by manipulating the connections to the control unit. Towards the end of the procedure, the centrifugal pump did stop, and the team had to hand crank for three minutes. They were again able to re-establish the forward flow by manipulating the cable connections on the centrifugal drive unit. There was no blood loss or harm, due to this occurrence.